Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.

Event description:
On 15/jul/2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.

Event description:
On 15/jul/2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patient¿s diagnoses of fluid volume overload and dyspnea are related to the use of incorrect solution choice by the patient. The patient did not notify the clinic that solution inventory was low or depleted. The non-communication and use of incorrect strength led to the volume overload issue. The reported event(s), involving use of a solution product(s), falls under the scope of processing drug adverse event complaints for pharmaceutical complaints.